Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system during a procedure on (B)(6), 2007. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). According to the physician, the patient had continued sui following the procedure. The physician stated that the patient is "semi over weight and a heavy smoker with a chronic cough" and this may have contributed to her sui sensation. In 2008, the patient underwent a second procedure. She had no complications following this procedure but still felt sui-like symptoms. The physician again proposed that the symptoms may be due to the patient's smoking habits. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.